Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards and connectors. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the x-ray alarm continued to beep after the footswitch was released. No report of pt injury.